Manufacturer narrative:
This site is part of a clinical registry. Unfortunately, the registry does not record nor track device serial numbers and was unable to provide the serial number for this device. Therefore, no DHR review was possible. No customer letter was requested. This event was determined to be reportable per edwards lifesciences procedures. Device is not available.

Event description:
Reportedly, device was explanted after 2.63 months due to mitral regurgitation. Per the cer: patient received the repair on (B) (6)2010. No post operative adverse device related event or mitral valve regurgitation (mr) showed. On (B) (6)2010, patient presented with severe mitral regurgitation due to an annular laceration of a3 (laceration of the stitch). The result was para-annular regurgitation. Device was explanted and replaced with another ring. There were no further reported complications.

Event description:
It was reported that the device (ring) was explanted after an implant duration of 8.33 months for unknown reasons. A valve (B)(4) was implanted as a replacement. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Additiional information was received from the hospital that the patient expired on (B)(6) 2010, due to multiple organ failure. No additional reports have been submitted. No autopsy was on record.